Manufacturer narrative:
The lead was returned without a reported event. As received, a partial lead (only connector portion) was returned in one piece. Visual inspection of the lead found full breach outer insulation degradation adjacent to the connector boot. Actions have been taken to prevent reoccurrence.

Event description:
This report is to advise of an event observed during analysis. Degradation problem.